Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va08f3g, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) had migrated down towards her buttocks area. An xray was taken. Surgery is planned for (B)(6) 2015. The issue had occurred for ¿a long time.¿ follow up has been attempted to obtain information about patient symptoms and outcome. Should additional information be received, a supplemental report will be filed. The patient is indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the device migrated after botox injections. An x ray on (B)(6) confirmed this. A new lead was put in in (B)(6).